Event description:
It was reported the device was leaking on the water tank bottom left side of the unit. No patient injury was reported.

Manufacturer narrative:
UDI number and operator of device are unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found corroded drain fitting, worn faded line cord, nicked up front cover, and cracked tank cover. Outdated printed circuit board (pcb) and power switch. Functional testing found leaking from the bottom of the tank cover. The root cause of the reported issue was found to be user interface - cracked cover from over tightened screws. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).